Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The DHR review could not be performed without a lot number. Therefore, no additional action required at this time. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the register nurse attempted to insert foley catheter for patient with urinary retention, the catheter was discolored at the end connected to the foley bag, while doing balloon check the balloon inflated but would not deflate and stopped procedure and they got another kit from the supply closet and encountered the same problem with the discoloration and balloon. The register nurse stopped procedure brought second kits back this time, so they did not have to go far if the same problem persisted, the third kit was not discolored and the balloon worked.